Event description:
It was reported that this pacemaker showed a battery status of elective replacement time (ert). It was noted that during a check-up in (B)(6) 2024, the estimated remaining longevity was two years. A replacement interval was requested by the health care professional (hcp); however, device data was not provided to technical services (ts) in order to perform the analysis. Several days later, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Please note: this device was manufactured prior to the date on 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined this device experienced normal battery depletion; however, the estimated remaining longevity appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated remaining longevity calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated remaining longevity, the actual battery condition did not change significantly between follow-ups. In summary, it was determined this device experienced normal battery depletion but declared ert earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker showed a battery status of elective replacement time (ert). It was noted that during a check-up in (B)(6) 2024, the estimated remaining longevity was two years. A replacement interval was requested by the health care professional (hcp); however, device data was not provided to technical services (ts) in order to perform the analysis. Several days later, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.